Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the patient care technician (pct) stated the blood leak was external and occurred one hour after initiation of treatment. The pct stated blood was noted leaking from between the top side cap seam of the dialyzer housing and blood dripped onto the floor. The machine, a 2008t, did not alarm with a blood leak alert. No blood was visually observed within the dialyzer housing or dialysate. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Per pct the patient's blood was able to be returned and the estimated blood loss was minimal. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine was pulled from service following treatment for deep cleaning due to blood contact with the front of the machine and has since been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the patient care technician (pct) stated the blood leak was external and occurred one hour after initiation of treatment. The pct stated blood was noted leaking from between the top side cap seam of the dialyzer housing and blood dripped onto the floor. The machine, a 2008t, did not alarm with a blood leak alert. No blood was visually observed within the dialyzer housing or dialysate. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. Per pct the patient's blood was able to be returned and the estimated blood loss was minimal. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine was pulled from service following treatment for deep cleaning due to blood contact with the front of the machine and has since been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.